Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): undefined additional medical treatments. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/17/2016. Additional information: age at time of event, date of birth.

Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse. The patient experienced physical pain, infections, severe pelvic and abdominal pain and recurring incontinence and will require additional medical treatments.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent diagnostic laparoscopy, laparoscopic assisted vaginal hysterectomy /bilateral salpingo-oophorectomy due to menometrorrhagia, uterine fibroids and cysts, and mixed urinary incontinence; stress predominant.